Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.

Manufacturer narrative:
Investigation of the complaint found that the system could not connect to the motion controller via communication with the pib most likely because of an undetermined ethernet communication hardware issue on the pib. This issue was resolved by replacing the pib module, usb isolator, and usb cable, and was left in an operational state. The case was completed by the surgeon using traditional freehand navigation. The observed risk level is within the anticipated risk level of low, therefore, no further investigation is needed. Due to insufficient information, no determinations could be made as to the cause of the reported issue.